Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable after no longer being able to hold a charge. Troubleshooting via assistance from a company representative was unsuccessful. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.